Event description:
It was reported that during a full supply change the ilet user with hand tremors inadvertently pulled the teflon inset (23 in, 6 mm) off the applicator after priming and observing drops, resulting in an incorrectly deployed infusion set. The user then proceeded with the original cartridge, adapter, and tubing, placed a new inset, and resumed insulin delivery without issues. No reported symptoms or change in blood glucose. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed user handling error during infusion set deployment without device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error during device use.